Event description:
A report was received that the pt had a pocket revision due to the pt losing weight and the ipg being crooked. The pt was reportedly doing well after the revision.

Manufacturer narrative:
This is the final report.